Event description:
A company representative(medical trainer) was informed by a surgeon that a "considerable"leak of balanced salt solution (bss) occurred during surgery. Bss solution was noted "flowing down" the laser module, near the emergency switch. There was no error message displayed by the system at the time of the event. The surgery was completed and there was no pt harm reported.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. There are three additional reports against the finished goods lot. The order was built and released per specification. The customer did not retain a sample to return for investigation; therefore, it is not possible to determine the root cause of this incident. (B)(4).